Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a scheduled follow up, high out of range pacing impedance measurements greater than 2000 ohms were observed on this right ventricular (rv) lead. Evocative maneuvers were performed and some noise was produced. An rv lead fracture was suspected. This lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this rv lead was explanted and replaced. The lead will not be returned. No additional adverse patient effects were reported.